Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) and the patient, regarding a (B)(6) male patient receiving intrathecal marcaine and morphine 5mg/ml (dose asked; not given) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and lumbar radiculopathy. The concomitant medications and patient history were not reported. It was reported that the patient's pump alarmed in (B)(6) 2015 due to being empty, and had also been hearing his pump alarm in (B)(6) 2015. He thought it was code 8286 (empty pump). The patient was not sure if they had refilled the pump, as he could not remember and was not very trusting of the hcp (mentioning he was not even sure they were filling it with drug). The patient has left the ptm at his friends house, so the actual code could not be confirmed. The patient had been nauseated for two weeks ((B)(6) 2015). It was noted that the reporting was a little unclear. Follow-up was initiated with the hcp on the date of the original call, but only got the voicemail. The troubleshooting/actions/interventions/cause/resolution for the pump alarm/ptm code and nausea remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.